Event description:
During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected but could not be confirmed to be the cause of the reported noise. No intervention was performed at this time. The patient was stable and will continue to be monitored.